Manufacturer narrative:
Retainer ring = missing customer complaint: event date: (B)(6) 2021. The customer reported that the insulin pump had a critical pump error (open book image) alarm. The customer also reported that the insulin pump was exposed to moisture. Functional testing to be performed/completed: the insulin pump was received with a cracked battery tube threads, a scratched case, a cracked keypad overlay, a missing reservoir tube o-ring, a broken reservoir tube lip, a stained keypad overlay, a missing retainer, a pillowing keypad overlay and a serial number label fading. The test p-cap/reservoir does not lock in place due to missing retainer, missing reservoir tube o-ring and broken reservoir tube lip. The crest/thus software download was unsuccessful. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test due to critical pump error (open book image) alarm. Device was cut open to perform visual inspection and no loose electronic components noted. However, corrosion was found on the electronic assembly. Corrosion was also found on the battery tube, force sensor, motor and vibrator assembly noted. The original pcb2 was cleaned and installed in a test pcb 1, case, internal battery and motor. Powered the pump on using the battery simulator and a critical pump error (open book image) alarm noted. The original pcb2 was re-installed in a test pcb1, case, internal battery and motor. Powered the insulin pump on using the aa 1.5v battery and continue to download. The crest/thus download was unsuccessful. In conclusion, critical pump error (open book image) alarm due to corrosion on the electronic assembly. Failure analysis summary: the insulin pump was received with a missing reservoir tube o-ring, a broken reservoir tube lip and a missing retainer. The test p-cap/reservoir does not lock properly inside the reservoir tube. The insulin pump alarmed critical pump error (open book image) due to corrosion on the electronic assembly. Corrosion was also found on the battery tube, force sensor, motor and vibrator assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
On (B)(6) 2021 the customer alleged critical pump error alarm. The test p-cap does not lock properly in place in the reservoir compartment noted. The insulin pump was received with a broken reservoir tube lip, missing retainer, missing reservoir tube o-ring, broken belt clip rails and cracked keypad overlay. Crest software was utilized and downloaded trace/history files properly. Unable to download thus. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump error (open book image) alarm. The insulin pump was cut open and electrical board 1 was swapped with test electrical board 1 and insulin pump did not passed the test. Moisture damage was found on the keypad connector on electrical board 1, connector internal battery, power connector, motor and force sensor during visual inspection. In summary, the insulin pump alarmed critical pump error (open book image) due to moisture damage on the electronic assembly. Moisture damage was also found on the motor and force sensor during visual inspection. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0958-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it, because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error and open book image. Customer stated that insulin pump was exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.